Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had bruising and a laceration under the garment that led to a draining wound. The patient's physician was aware of the irritation, but did not treat the irritation. The patient applied a bandage to the irritation. The medical outcome of the wound is unknown.